Event description:
Patient admitted with acute saddle pulmonary embolism (pe). Bilateral ekos catheters were placed in cath lab. Ekosonic device x2 was set up by cath lab staff & boston scientific rep. The patient was admitted to ICU with the ekosonic therapy in progress. No issues were noted over the following hours. ICU staff report no one operated the device and no alarms were heard. At change of shift, the rn noted the timer on one of the devices was off. The cath lab & boston scientific rep was engaged. The timer was re-started. At the end of therapy, the boston scientific rep down-loaded the event log which showed at 2.7 hours into the therapy, the control unit power cycled. The therapy time was reset to '0' at this point. After the control unit powered back on, the 'start' button was not pressed and the therapy did not resume until hours later when the issue was recognized. Staff reported no alarms were heard that would have prompted investigation of the device.